Manufacturer narrative:
On (B)(4) 2016 the (B)(4) project manager analysed the returned implants: observing the ceramic femoral head, some scratches probably caused by the revision surgery can be noted. On the liner few scratches and signs can be seen on the external conical surface, the internal spherical one and the border. Moreover, the hole probably due to the insertion of a screw in the liner in order to disassemble it from the shell, can be noted. Scratches can be seen also on the internal surface and border of the acetabular cup. The titanium coating can be seen on the external surface, while the hydroxyapatite was absorbed. Few bones can be seen on the polar region of the cup. It is not possible from the inspection of the implants determine the root cause of the event, but I see no reason to suspect that the problem originated from implant malfunction. On 26 february 2016 it was prepared a final report with the information already submitted in the initial report and here above. On the same date it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 it was communicated tha the cup was too vertical and this is why it was changed. On (B)(6) 2015 it was added that: the wrong positioning of the cup was a primary surgery misaligned. The stem was well fixed. The first dislocation was treated by anatomic reduction of the cup. On (B)(6) 2015, the medical affairs performed a clinical evaluation and comment as follows: very thin patient, probably with limited muscle power available. According to report, two dislocations took place early postoperatively (within few weeks) because of a cup implanted too vertical. This cannot be verified for lack of documentation, but it is a rather common finding in thin, minute patients. Root cause cannot be determined by clinical analysis, but I see no reason to suspect that the problem originated from implant malfunction. Batch review performed on january 14, 2016: lot 151086: (B)(4) items manufactured and released on july 07, 2015. Expiration date: 05-31-2020. No anomalies found related to the issue. To date, 102 items of the same lot have been already sold without any similar reported event. Versafitcup cc trio no hole acetabular shell cc trio ø 48, code 01.26.45.1148, lot. 152655 (k122911): lot 152655: (B)(4) items manufactured and released on september 17, 2015. Expiration date: 09-30-2020. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ceramic ball head manufactured by (B)(4) gmbh and not marketed in the USA. On the (B)(6) 2016 the (B)(4) checked the available images: from the images received no conclusion can be drawn. We will wait the receiving of the pieces. Up to (B)(6) 2016, upon two requests, there was no confirmation about the receipt of the explants.

Event description:
On (B)(6) 2015 a revision took place because of two dislocations taking place in the same month. Cup, liner and head were revised.